Event description:
N/a.

Manufacturer narrative:
Correction to emdr follow up #1, in field h10, to say: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. The tip of the sheath was observed slightly crushed. A kink was found on the catheter tubing approximately 50.5cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab did not inflate. The condition of the iab as received indicated a kink in the catheter tubing. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the alarm in the laboratory setting, the kink found on the catheter tubing of the returned device restricted the gas passage and resulted in poor inflation. The evaluation confirmed the reported problems. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. The tip of the sheath was observed slightly crushed. A kink was found on the catheter tubing approximately 50.5cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate. The condition of the iab as received indicated a kink in the catheter tubing. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the alarm in the laboratory setting, the kink found on the catheter tubing of the returned device restricted the gas passage and resulted in poor inflation. The evaluation confirmed the reported problems. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a catheter restriction alarm frequently. The doctor decided to remove the iab, and it was confirmed that the shaft near the proximal part of the iab was flat and kinked. There was no patient harm or adverse event reported.